Manufacturer narrative:
Previous medwatch reported rupture. Upon receiving device information, it was noted that the device is non-PMA approved. Hence unreporting the previously reported rupture. Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, d6b, g4, h4.

Event description:
Previous medwatch reported rupture. Upon receiving device information, it was noted that the device is non-PMA approved. Hence unreporting the previously reported rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "prostheses are broken". Device remains implanted.

Event description:
Patient reported "prostheses are broken". This record is for the left side. Device was explanted and replaced with non abbvie.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.